Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with test strip insertion or button press. Customer further reported that due to this issue he self-administered a glucagon injection. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. (Brand name) (model number) were incorrectly documented in the initial report. Have been updated. (Adverse event/product problem) has also been updated.

Event description:
Customer reported his adc blood glucose meter would not turn on with test strip insertion or button press. Customer further reported that due to this issue he self-administered a glucagon injection. No additional information was provided. There was no report of death or permanent injury associated with this event.